Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity on an in-clinic visit. Technical services (ts) requested device data for engineering analysis. Review of the available information confirmed this was a true remote monitoring disabled (rmd) event associated with high battery impedance. The device had been updated with the latest software, which prevents ambulatory safety mode events; however, due to the patient being pacemaker dependent, ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.